Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the tachometer sensor assembly had a charred component. The fse replaced the tachometer sensor assembly, which included the burnt component and also repaired the reported issues. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the allegra x-15r centrifuge was over speeding. No fire, smoke or burning smell was reported. The fire department was not called and the customer did not require a fire extinguisher. There was no death or serious injury related to this event.